Event description:
Customer reported meter results of 300 mg/dl, 144 mg/dl, and 355 mg/dl within 10 mins on the minutes on the advantage sys. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the sys, replacement was sent.